Event description:
A patient reported experiencing inaccurate erratic results with a otu meter. The patient's blood glucose results were 178, 126 mg/dl and 194, 138 mg/dl. Tests were done within 10 minutes with a difference of 30%, for both sets of tests. Patient did not experience any adverse events. No further information has been reported.